Event description:
Additional information: the pump delivered baclofen and dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
This information was previously reported in MFR report # 3004209178-2010-05682: the patient did not achieve pain relief following implant. On (B)(6) 2010, the physician revised the catheter again prior to consulting with a neurosurgeon for a possible intraventricular or c1 catheter placement. The catheter was unable to be passed above the lesion of the scar. The catheter was spliced back to the proximal end using a catheter splicing kit (model 8590-9, lot n254956). The patient recovered from the surgery, but was still not experiencing any pain relief. It was further reported that the patient was experiencing health problems that were unrelated to the pump. Upon resolution of the health issues, it was planned that the patient would be referred to a neurosurgeon to determine whether or not the catheter could be placed through a more cephalald approach. The patient's outcome was not reported. Additional information received later as of the date of this report noted that the catheter was spliced again on (B)(6) 2011 and then on (B)(6) 2011. Patient outcome was noted as resolved without sequelae as of (B)(6) 2011.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk; catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010; catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; pump: model: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010; programmer: model: 8840, serial# unk. (B)(4).